Event description:
The pt reported loss of stimulation. During a lead revision procedure, the surgeon discovered a break in the lead. The pt was implanted with a new boston scientific cord simulator lead.